Event description:
On 05/09/2008, the pt reported that the piston rod of her infusion device would not retract. She stated that she can hear the motor running but the piston rod does not move. She stated that the issue began one month ago. She inserts an insulin cartridge and pushes the piston rod down. She inserted a new battery and the issue continued. She stated that she has spilled insulin in the cartridge compartment of the infusion device. She was advised to always attach the adapter and infusion tubing to the insulin cartridge before insertion into the infusion device. The pt switched to her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.